Event description:
Home pt (hp) reports incomplete prime of pt line of homechoice set. Hp reportedly was able to reprime line and complete treatment with assistance from baxter tech. No pt injury or medical intervention required per baxter affiliate.